Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.   (B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. The patient presented with acute myocardial infarction and full of thrombus at distal left anterior descending (lad) artery. Subsequently, percutaneous coronary intervention was performed. Vascular access was obtained via the femoral artery. The 99% stenosed, 38mmx2.50mm, concentric, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and mildly calcified distal lad. After pre-dilation, a 2.50x38mm promus element long drug-eluting stent was deployed to treat the lesion. Then, post-dilation was performed. However, stent thrombosis occurred and the patient died.